Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor did not pass essential performance testing. The root cause of the shorted capacitor cannot be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.